Event description:
Inital reporter has called in and reported he put chair out on a patient 3 days ago and was called to come and view the chair. The chair was noted a couple broken spokes and was missing the rubber on the tire on one side. On the other side the rear wheel had a broken spoke. The end user has been issued a loaner device in order to complete necessary repair.